Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on, (B)(6) 2011, the patient presented with pre-op diagnosis of adjacent level spinal stenosis l3-4 , above a prior fusion , and underwent following procedures: posterior spinal fusion l3-4. Transforaminal lumbar interbody fusion l3-4. Pedicle screw instrumentation l3-4. Cage instrumentation l3-4. Right iliac crest bone graft. Per op-notes, ¿.. The surgeons removed hardware from l4-s1 using removal instruments. New pedicle screws were placed at l3 bilaterally. .. Iliac crest autograft was packed into the front of the disc space , along with 1/3 of a large rhbmp-2/acs kit. Another third of an rhbmp-2/acs was packed into the cage. Cage was then impacted so it was well centered in both the ap and lateral planes. Iliac crest autograft and bone graft matrix were packed dorsal to this in order to complete a tlif at l3-4 ..¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.